Event description:
Pt with pancreatitis needed multi-med catheter placement for central tpn. Catheter placement was attempted. About two-thirds of the way into the vein, the catheter could not be advanced further because of apparent kinking of the guide wire. The guide wire became unraveled and difficult to withdraw. Eventually, the wire was removed and examined. There was no evidence of retained guide wire and close exam of the tip of the guide wire indicated that it problably was the tip and no wire was left in the pt. Following this, a new kit was opened and advanced without difficulty. The new guide wire was withdrawn without difficulty.